Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. It was stated that the cause of the high blood glucose is possible bad reservoirs. Blood glucose value at the time of admission was 600 mg/dl. Customer was in the intensive care unit for about 36 hours. Customer was wearing the insulin pump at the time of the emergency room visit. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.